Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During a trial procedure, the lead showed invalid impedance and coverage could not be obtained. New trial cables and a new trial stimulation were used next but resolution was not obtained. In turn, another lead was used to complete the procedure without complications. The procedure was extended by 15 minutes.